Event description:
It was reported that the customer experienced elevated bg levels for the past week. The customer has had multiple concerns with the pump and is using an insulin pen as well as the pump to treat bg levels. The customer refused troubleshooting.

Manufacturer narrative:
The device has not been returned for evaluation. Should new info become available a supplemental report will be submitted.